Event description:
It was reported that a user of the ilet experienced hyperglycemia, with reported blood glucose values peaking at 560 mg/dl and remaining elevated for several hours despite an infusion set change; tubing was checked and appeared to be delivering insulin, and subsequent fingerstick showed a decrease to 508 mg/dl. Symptoms included fatigue, heartburn, and transient ketone odor. Outcomes included no reported hospitalization and user education on seeking medical attention if needed. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.